Event description:
The user facility reported a 59-year-old male enrolled in the st-segment elevation myocardial infarction door to unloading protocol was in acute myocardial infarction/cardiogenic shock and was implanted with an impella cp device for mechanical circulatory support. The team delivered the impella cp pump via the long 14 french sheath. The long sheath was placed due to body mass index/obesity and depth of tissue tract. The sheath kinked and the patient had access site bleed that prompted the patient to develop a hematoma. It was felt the repo sheath was not long enough due to the patient's size and best course of action would be to stay on catheterization table and manually hold until angiomax wore off in two hours and then pull pump in same setting. The product was discarded.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿

Manufacturer narrative:
The investigation into the access site bleeding ¿ major, the introducer damage ¿ mechanical and the limb ischemia - reversible issues has been completed since the initial report was submitted. The product was not returned for investigation. The most likely cause of the major access site bleeding was the patient's condition. The most likely cause of the mechanical introducer damage was a sheath kink. As all the necessary information was not provided, the root cause of the limb ischemia was not determined.